Manufacturer narrative:
Follow-up # 1 (03/04/2011)-device evaluation: the products have been returned and evaluated by lifescan product analysis with the following findings: the products have been returned to lifescan in a condition that made analysis impossible because the subject meter does not power on and the meter was found to have a crystal failure. If any additional information is available, the FDA will be notified in a follow-up report. At this time, we consider this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. (B)(6). The 510(k) # is k062195.

Event description:
On (B)(6), 2011, the lay user/patient in (B)(6) contacted lifescan to report the one touch ultra meter was giving inaccurately erratic readings. On (B)(6), 2011 the technical service representative (tsr) spoke with the patient to obtain and verify information. On an unspecified date in (B)(6) 2010, at 8:00 am the patient obtained the blood glucose readings of 380 mg/dl and 106 mg/dl on the reported meter within 20 minutes of each other. At that time, the patient was experiencing the symptoms of fatigue, leg pain, "urination", inability to walk or talk, dehydration and he felt hyperglycemic. The patient took 12 units actrapid insulin based on the 106 mg/dl reading, instead of 20 units he would have taken based on a reading of 380 mg/dl. At 11:30 am the patient's family members took him to the emergency room, where his blood glucose level was tested to be 750 mg/dl. The patient was treated with fast-acting insulin, and admitted to the hospital for one day with a diagnosis of hyperglycemia. The patient takes actrapid insulin 14 to 20 units at 8:00 am, 20 units at 12:00 pm and 14 units at 8:00 pm; and insulatard insulin 6 to 14 units at 4:00 pm and 20 units at 8:00 pm. The patient's expected blood glucose levels range from 140 mg/dl to 180 mg/dl. Troubleshooting revealed the patient's testing technique was correct and the test strips were in good condition and within opened expiration dating. The meter, test strips and control solution were replaced. The patient allegedly took a decreased dose of insulin based on a low blood glucose reading obtained on the reported meter while experiencing symptoms suggesting severe hyperglycemia, and later received emergency medical attention and treatment with insulin. Therefore this complaint is being reported.